Event description:
Customer reported one false negative result for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The patient was symptomatic. The patient's symptoms included fatigue and body aches for about three days.

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.